Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that the pt has been experiencing severe pain since the time of the implant. The pt had the standard physical therapy but the pain has not abated. The pain is excruciating. She is currently taking pain medication. The pt scheduled an appointment with her surgeon because of the continuing pain; it was at that time she was informed of the recall. It is reported that the pt's blood test showed highly elevated chromium and cobalt levels. The pt is being scheduled for an MRI. Additional event description: it was reported that there was a right hip revision. Pt....